Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is prematurely depleting. The device is at elective replacement indicator, and has been implanted 6.6 months. There has been no unusual pacing or procedures. Additional information was received stating the device was explanted and replaced with a competitor's product.